Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose level that ranged from 540-541 mg/dl. The customer reverted to an alternate method of insulin therapy. In addition, it was reported that an occlusion alarm occurred and an out of range issue occurred between the transmitter and pump for an nondeterminate amount of time. No additional information was provided. The contact declined to troubleshoot with tandem technical support.